Event description:
Blood tube inserted into blood collection assembly. Upon removal of the tube the rubber shield covering the needle came off with the tube. This left the needle exposed and user at risk for a needlestick/exposure. Happened twice to the nursing staff.